Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot # 66250835. Catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 66243177. Catalog #: 12-113558, compr 8mm hum fract stem pps, lot # 65771907. Catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 834920. Catalog #: 115370, comp rvs tray co 44mm, lot # 65983465. Catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 66088049. G2: poland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00585 h3 other text : requested but not returned by hospital.

Event description:
It was reported that the patient had a revision due to dislocation of the comprehensive rsa prosthesis, which was found during a follow-up visit, taking place approximately 7 days after the primary procedure. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.